Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. However, the field service engineer (fse) visited the site for an unrelated event and found system to meet specifications. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the laser had any effect on the integrity of the posterior capsule. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsular tear occurred during a laser assisted cataract procedure of the right eye. Reporter indicated the nucleus had been lost to the posterior segment at the start of phacoemulsification. Surgeon does not think that the laser treated through the capsule. Surgeon mentioned the possibility of a posterior capsule rupture during hydro dissection. Anterior vitrectomy was performed and patient will be referred to retinal specialist. Upon follow up, the surgeon stated that he is not sure how the tear happened. He was having some focusing issues with the laser earlier, and confirmed the tear occurred before phacoemulsification.